Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had stopped responding, crashed, or lost power unexpectedly. The technical support specialist followed the knowledge article 'medstation es ¿ station database corruption ¿ critical kernel power error' to check if the station database was corrupted and confirmed that the database was functioning normally. The field service engineer had the rx tech (pharmacy technician) unplug the station from the wall for 5 minutes to test the battery. The station remained powered on successfully. The fse checked the remote support service (rss) logs and found no further issues. The customer confirmed that the issue has not reoccurred. The system functioned as intended after the technical support specialist and field service engineer verified the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, screen went black during procedure. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, screen went black during procedure. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, other occupation.